Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown, although caller was able to resume insulin afterward. There was no adverse impact to the customer¿s blood glucose level. Customer chose to use multiple daily injections as backup therapy, was approved for replacement pump with updated software, and was instructed to place old pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.